Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the customer had changed the wireless network certificate and reconnected the station to the new certificate to resolve the issue. All tests were completed successfully by fse. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine experienced connectivity issues and entered override mode due to a loss of network connection. The station was restarted; however, the issue persisted. Telecom evaluated the connectivity and reported that there were no actions they could take to restore the network connection at that time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.